Event description:
Customer reported device = 260 mg/dl at 10:29 am. A lab at 10:33 am = 100 mg/dl. No treatment was given. Customer stated patient was non-diabetic with renal disease and was on dialysis but was unsure which solution was being used. Controls were in range. A request was made for return product and replacement product was sent.